Event description:
Device was returned for an unknown reason. During service, technician found the blades damaged and the bearing worn out. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the blades and lamellae were damaged, the bearings were worn due to normal wear. Additionally, it was noted that it failed temperature test, failed rpm test, and failed noise test. Device was inspected, and repaired by replacing a few components.